Event description:
It was reported by the user site that on (B)(6) 2026, during use of a selenia dimensions 3d performance system, the c-arm was jerky during tomosynthesis motion to the right. The user site reported that the issue began intermittently and became constant. No repeat exposures, patient impact, or patient or user injuries were reported. A hologic field service engineer (fse) investigated the device and found that the vertical travel assembly (vta) configuration values were incorrect and were corrected. The fse reported that they were unable to complete the vta tomosynthesis motion calibration, and the tomosynthesis backlash was found to be out of specification. During inspection, the fse reported that the vta worm gear bolts were found to be loose, and a vta bolt remediation kit was ordered. A second hologic field service engineer completed the repair. The fse reported that the bolts were replaced and the repair was verified to have corrected the issue. The fse reported that the system passed all tests and was verified to be operating according to manufacturer specifications. No further information is currently available.